Event description:
A call to technical services was made on (B)(6) 2013 stating that there was a failure in lv lead placement. The physician did not place an is-1 port plug. Fluid was noted in the header. The physician was dr. (B)(6) at (B)(6) hospital- (B)(6) in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).